Event description:
Reportedly, a vaginal procedure involving the instrument was done. There was no administration of medication. A segment of tape was removed and there was no further surgery performed. Mesh erosion occurred, but it was easily tolerated. The surgeon noted that there is a definite relationship to the device.